Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implantation procedure. The right atrial lead could not fixate, and was not able to be implanted. The physician successfully implanted a new lead. Patient was in stable condition.

Manufacturer narrative:
The reported event of lead unable to hold to appendage was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.